Event description:
Analysis of the returned serial cable was completed. It was verified that the serial cable was pulled out of the strain relief and that the serial cable was unable to establish communication using a known good wand and handheld. The cause for the communication difficulties is associated with broken wire connections on the pcb. Once the wires were soldered back onto the pcb, the serial cable was able to establish communication between the handheld and wand. The most likely cause for the wire breaks can be associated with mishandling of the serial cable. No further anomalies were identified.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.

Event description:
It was reported that the physician's handheld serial cable was frayed and causing communication issues that started the day prior. The physician had a backup system so no patient's were affected by the communication issues. It was reported that the fraying was believed to be due to normal wear. A new serial cable was provided to the physician and the frayed cable was received for analysis. Analysis is underway, but has not been completed to date.